Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not available.

Event description:
Distal cut: 0.0mm deep anterior cut: 0.1/0.2mm proud anterior chamfer cut: 0.1/0.2mm proud there were significant gaps between the trial and bone. Case type / application: tka. Update: was the planar probe used to measure cut accuracy? "Yes". Update: did the robot provide the red visuals to alert the user? No.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: none. Work performed: mps reported that cuts were inaccurate, and to deep. It was agreed upon to replace j5 and j6 sections of the robot arm. Performed j5 and j6 replacements per procedure. Performed all required testing for parts replaced. Also tensioned j1, j2, j3 and j5. Kincald both sides, and performed full hass test. Robot is operating to specs, and is ready for use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected on and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Distal cut: 0.0mm deep anterior cut: 0.1/0.2mm proud anterior chamfer cut: 0.1/0.2mm proud there were significant gaps between the trial and bone. Case type / application: tka. Update: was the planar probe used to measure cut accuracy? "Yes". Update: did the robot provide the red visuals to alert the user? No.